Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old patient was presented in the emergency room with shortness of breath (sob) and hypertension. The patient was taken to the cardiac catheterization laboratory (ccl) with non-st elevation myocardial infarction (nstemi). The impella was implanted without issue. Left heart catheterization (lhc) identified lesions in the left anterior descending (lad), circumflex (circ) and right coronary artery (rca) as the patient continued to experience sob. While being placed on bilevel positive airway pressure (bipap), the impella was pulled across the atrioventricular valve (av). The medical professional attempted to cross the av a second time but was unable as the impella prolapsed. The decision was made to remove the initial device and implant a second impella which was placed without issue.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.